Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. Upon troubleshooting, it was found that the system software was crashed and to resolve the reported issue, the fse reloaded the system software. Following that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.